Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that product caused an allergic reaction. Consumer sought medical attention as her wound is not healing. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer stated that she required treatment. Consumer stated the symptoms corrected after she stopped using the product. In addition, consumer stated that the issue was with the pad area.

Manufacturer narrative:
As of (B)(6) 2022 unused returned product and retained samples of the same lot as the reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to this report for further details.